Event description:
It was reported that the pump alarmed downstream occlusion during preventive maintenance testing. Evaluation of the returned device identified a buckling upstream occlusion seal and produced error code 42224 indicating a user interface timeout.

Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found the upstream occlusion (uso seal was buckled. Functional testing confirmed the reported issue. The device failed downstream occlusion testing and showed error code 42224 indicating a user interface timeout. The printed wire assembly (pwa) was replaced to address this issue. The uso seal was also replaced.